Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. Serial#: unknown/not provided catalog#: a complete. Catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If explanted; give date: n/a (not applicable). Iol exchange is scheduled on (B)(6) 2018, but to date not confirmed. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implant of a model zcb00 19.5 monofocal iol (intraocular lens), the patient was unhappy with the results due to residual astigmatism and decreased visual acuity. The surgeon commented that patient would benefit from exchange. Therefore, an iol exchange is scheduled for the patient¿s left eye (os). The replacement lens is noted to be a tecnis toric, model zct. No additional information provided.

Manufacturer narrative:
Corrected data/additional information: additional information was received and it was learnt that the suspect product is the intraocular lens model pcb00. Therefore, the initial medical device report (MFR 2648035-2018-01662) incorrectly indicated the suspect product as zcb00. It was also revealed that the pcb00 lens was explanted on (B)(6) 2018, and a tecnis toric lens, model zct150 +19.5 diopter, was implanted as a replacement. No incision enlargement, no vitrectomy was performed and no suture was required. The patient was doing excellent when discharged. Visual acuity pre-op (pre-initial implant): 20/50. Visual acuity post-op (post-initial implant): 20/50. Visual acuity post-op (post-replacement): 20/20. The following fields have been updated accordingly: brand name: updated from tecnis 1-piece to tecnis itec preloaded 1-piece iol. Serial#: (B)(4), model #: pcb00, catalog#: pcb0000195, expiration date: 9/23/2021, UDI #: (B)(4)., if explanted; give date: (B)(6) 2018, device manufacture date: 9/23/2018. (B)(4) - updated from planned exchange to explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.